Event description:
On august 8, 2024, the patient/lay user contacted lifescan (lfs) USA, alleging that their onetouch ultra 2 meter was reading inaccurately high. This complaint was classified based on information obtained from the customer care agent (cca) during the initial call. The patient reported that the alleged issue started on (B)(6) 2024, at 9 pm. The patient stated that they received a blood glucose reading of ¿250 mg/dl¿ on the subject meter. The patient manages their diabetes with insulin (humalog 39 units and levemir 42 units) and claimed that they reduced their food intake and only took a light meal in response to the results received that evening. On (B)(6) 2024, at 2 am, the patient woke up feeling ¿sweaty and extremely confused¿. The patient¿s wife called the paramedics, and a health care professional (hcp) treated the patient with IV glucose. Before treatment a blood glucose reading of ¿39 mg/dl¿ was obtained on an emergency medical service (ems) meter. During troubleshooting, the cca confirmed that the patient had used an approved sample site to obtain the blood samples. The cca noted that the patient did not have control solution at the time of the call to test the subject system. The cca established that the test strips were within their expiry date. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event and received medical treatment by an hcp after decreasing their food intake based on alleged inaccurate high results obtained with the subject meter.